Manufacturer narrative:
The event is recorded on complaint number (B)(4), technical support center evaluated the device logs and determined that there was an incorrect time setting which caused the order not to show for removal. Time settings were adjusted and no other issues were identified.

Event description:
Customer reported that a pyxis medstation system es order was not showing on the station and had to utilize override functionality to get the necessary medication. Patient experienced elevated blood pressure for a 4 minute timeframe. Customer confirmed that no harm occurred.

Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.